Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 2 years, since the subject device was manufactured. Based on the results of the investigation, a root cause could not be identified. However, it is likely, that the temporary communication error occurred, due to temporary flooding from the cable cut area. The event can be detected/prevented, by following the instructions for use which state: checking the content of the instructions for use regarding cable flooding. The following is noted; we conclude, that the indicated phenomenon can be prevented. Never reprocess or store this camera head with sharp-tipped instruments. (Tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head displayed an unknown communication error. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation also found that the rubber parts on the rear cover packing was peeled, there was a cut on the cable, and a failed leak test due to a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Three attempts were performed to obtain additional information, but no response was received from the customer.